Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 48 cm proximal to the lead tip. Only a distal lead fragment was received for analysis. A proximal part including the yoke was not returned. The received lead fragment was subjected to an extensive analysis. During the visual inspection the lead was found squeezed and deformed approx. 34 cm proximal to the lead tip. Additionally in between 12 and 14 cm proximal to the lead tip the insulation was found rubbed through. These damages can be considered to be the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The damage in the proximal area of the lead fragment might be the result of clavicular ' first rib entrapment. For the damage in the distal area of the lead fragment significant motion in the area of the tricuspid valve should be taken into account. Further damages such as cuts in the insulation most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 68 months after the implantation oversensing with inappropriate shocks was noted on this lead. Physician decided to replace the lead. No other adverse patient side effects were reported apart from inappropriate therapy as above described. The lead was returned for analysis.